Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be repaired and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided no further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.